Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their four (4) month follow up computed tomography (CT) imaging procedure. The CT imaging showed that the closure device had embolized from the laa. The physician retrieved and removed the closure device from the patient. A new non-boston scientific laa closure device was then implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D6a implant date - implant date reported as (B)(6) 2024.